Manufacturer narrative:
Per comp-(B)(4) initial report. Additional information including: - post primary and pre revision x-rays, - operative notes (primary and revision). - patient age, activity level, patient medical history. - did the patient follow the correct post-op protocl. - an update on the patient post revision. Has been requested in order to progress with the investigation of this event, and if received will be provided in an supplemental report upon completion of the investigation. The relevant device manufacturing records will be indentified and reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic liner and head after approximately 4 months and 2 weeks due to fracture of the liner. Please note: the trinity biolox delta ceramic liner subject of this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA. A biolox delta ceramic head was also revised, this device is cleared for sale /distribution in the USA.

Manufacturer narrative:
Per (B)(4) final report. Additional information including: - post primary and pre revision x-rays, - operative notes (primary and revision), - patient age, activity level, patient medical history, - did the patient follow the correct post-op protocl, - an update on the patient post revision. Has been requested in order to progress with the investigation of this event, however none of the requested information was provided and thus the scope of the investigation is limited. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported fracture could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic liner and head after approximately 4 months and 2 weeks due to fracture of the liner. Please note: the trinity biolox delta ceramic liner subject of this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA. A biolox delta ceramic head was also revised, this device is cleared for sale /distribution in the USA.